Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the service engineer reported the central control monitor did not function as expected upon power up. The error message "system computer needs service" was displayed on the monitor during the start-up process. The device was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.